Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer, the device ran without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The failure was confirmed by the repair technician through functional evaluation, disassembly, and visual inspection. Wear of the trigger assembly/safety bar is a known cause of the reported event.

Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer, the device ran without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.